Event description:
The customer reported that during a nissen fundoplication, the device would not seal. Another device was used to complete the procedure without incident. There was no patient injury. The customer has not responded to our attempts to gain additional information on this incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.